Manufacturer narrative:
The product involved in the report has been returned to navilyst medical, however, the device analysis and investigation have not yet been concluded. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by distributor in (B)(6), foreign matter was identified as being within the tubing (fluid path) of a fluid delivery set. The fluid delivery set was packaged within a convenience kit. This defect was identified at the warehouse and the product was not used. The device has been returned to navilyst medical for eval.